Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 11/09/2015 with the following findings: the pump black box and continuous glucose monitor history showed evidence of a ¿bg above user high¿ warning, a ¿bg below user low limit¿ warning, and a ¿bg below 55 mg/dl¿ warning. The bg below user low alarmed occurred multiple times on (B)(6) 2015, the date of the reported event, including 10:06, 10:26, 13:41, 16:56, 17:56, and 23:31, and bg below 55mg/dl alarm occurred at 17:46. A review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. The pump performed the ezprime steps successfully, paired with a test transmitter, and was exercised for 24 hours without issues. The pump was left paired to the test transmitter overnight and confirmed no errors occurred during testing. High bg, low bg, and bg below user low warnings were induced during testing and the pump alarmed appropriately providing visible and audible warnings. A delivery accuracy test was performed and confirmed that the pump was delivering within specifications. Unrelated to the complaint, the battery compartment was found to be cracked at the case seal.(B)(4).

Event description:
On (B)(6) 2015, a health care professional contacted animas alleging that the patient's pump failed to alert for a low blood glucose reading from the continuous glucose monitor. The reporter indicated that the issue contributed to the patient's blood glucose dropping to 40's mg/dl with cognitive impairment and loss of consciousness requiring treated by paramedics. The reporter confirmed that the pump's continuous glucose monitor settings were correctly programmed in the pump. The pump was returned and investigated with no defects found related to the continuous glucose monitor complaint. This report is made based on the allegation that the patient experienced hypoglycemia and use error of the pump was unable to be ruled out as a possible contributor to the event.